Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. .

Event description:
The user facility reported that when performing a wavelinq procedure the glidesheath slender sheath broke in half and had to be surgically removed. Surgeon surgically removed broken sheath and was able to continue surgery to completion. The patient was stable, and the procedure outcome was successful. Additional information was received on 11june2020: the procedure was a small cutdown performed to ensure sheath was fully removed. The device broke 2cm from the hub. .

Event description:
Additional information was received on (B)(6)2020: sheath was used for accessing the ulnar vein. The fistula was created in the brachial vein/artery. The rf electrode was not yet placed in the patient. The sheath broke early in the procedure. A.035 wire and catheter would not pass through the sheath and it was determined that sheath was kinked. Upon trying to reposition/remove the sheath it broke. The surgeon had to perform the cut-down at the ulnar vein.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in the b5 section and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.